Event description:
Literature report of hospitalizations following therasphere treatment in three patients. Event specific info was not available. Publication: reardon et al. Treatment of primary liver tumors with yttrium-90 microspheres (therasphere) in high risk patients: analysis of survival and toxicities. Technology in cancer research and treatment, feb 2009: vol 8(1) ; 71-77. The article reports: "three of the 22 hospitalizations (13.6%) occurred within one month of the last treatment and were deemed treatment related and were as follows: one patient was admitted with intractable nausea/vomiting and confusion, one pt admitted with abdominal pain, and one pt admitted with a liver abscess." A discussion of limitations at the end of the article notes that "some of the adverse events reported in this study could be related to an overaggressive technique."

Manufacturer narrative:
Details concerning pt identification, product lot number(s), dates of adminstration, dates of hospitalization or treatment particulars are not available.